Manufacturer narrative:
Product event summary: the full lead was returned and analyzed and no anomalies were found. The distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth. Visual summary analysis of the lead indicated apparent explant damage. The analyst commented that there are two sets of setscrew marks on the is-1 pin. One set of setscrew marks on the is-1 pin is too proximal and one set is in the correct position. It cannot be determine when but, at some time, the lead was not fully inserted into the device.

Event description:
It was reported that the right atrial (ra) lead was explanted and replaced as it had dislodged. No patient complications have been r eported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.